Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod tends to stop without providing a warning or error message and therefore, the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 497 mg/dl.

Manufacturer narrative:
In chapter d4 the catalog number was added.